Event description:
Customer reportedly obtained results hi and 563mg/dl on the advantage system while a doctor's device read 84 mg/dl at the same time. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:detrola - 2 yrs 8mg/daylipitor - 5 yrs 20mg/dayglipizide ER - 5 yrs 10mgdayhydrocodone - 4mths 5mg/325mg twiceaspirin - 3 yrs 20mg/day